Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch report 1220908-2021-00203. Evaluation: the device was returned to zoll medical united kingdom; the customer's report was duplicated and attributed to a damaged color cable. The color cable was replaced to resolve the report. It could not be determined how the cable was damaged. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display showed horizontal lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.